Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter was reading inaccurately high compared to a continuous glucose monitoring (cgm) device (dexcom). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The was unable to recall the date/time the alleged inaccuracy issue occurred but stated that it was ¿sometime in (B)(6).¿ the patient claimed that the subject device was reading ¿100 points¿ higher than the other device; no exact values were provided. Meter to cgm comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin pump therapy and claimed that in response to the alleged issue, she consumed more food and/or drink. The patient reported that an unknown time after the alleged issue began, she developed symptoms of ¿tunnel vision, excessive sweating blurry vision, light headedness and weakness of limbs¿. The patient advised that she self-treated by taking some glucose tablets. The patient also stated that her blood glucose was tested on a doctor¿s clinic meter; however, she was unable to recall the date/time or the result obtained. At the time of troubleshooting, the patient was unable to confirm if the unit of measure was set correctly on the subject meter. The patient was also unable to confirm if the test strips had been stored properly; had expired or been open beyond their discard date. The csr noted that the patient did not have testing supplies available to test the subject device. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began.